Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called concerned that the insulin pump might be delivering too much insulin. The customer also stated that the daily totals were not accurate. The customer's blood glucose levels were just over 200 mg/dl at the start of the call. At the end of the call, her blood glucose levels dropped to 102 mg/dl. The customer also reported that the insulin pump made her go to the priming steps twice. The customer was connected to the infusion set the second time she primed, and received about 28.8 units of insulin. The customer began eating to treat for all of the insulin she took, and stated that she was being taken to the emergency room. Advised the customer to call back to troubleshoot the insulin pump once she has been released from the hospital. Nothing further was reported.